Event description:
During a follow-up, noise was observed via review of the egms. Insulation anomaly was observed upon explant. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.